Manufacturer narrative:
Reference cmp- (B)(4). Implant date- (B)(6) 2017. Medical products- tibia cemented 5 degree stemmed left size c catalog #: 42532006401 lot# : 63603947, unknown bearing catalog #: unknown lot #: unknown, unknown femoral catalog #: unknown lot #: unknown. Foreign: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that a total knee arthroplasty was performed with persona & cobalt cement hv. One week after the primary surgery, the surgeon found clear zone between the cement and tibia plate in radiographs. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.